Manufacturer narrative:
The device was not received for analysis; therefore no physical or visual analysis of the product can be performed. The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications prior to shipment. Based on the information provided it appears that patient and procedural factors may have caused or contributed to this incident. If additional information is received or the product is returned for analysis a follow-up medwatch report will be submitted. : no product returned.

Event description:
The safari guidewire got stuck inside guidewire port of the lotus valve system.

Manufacturer narrative:
The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications prior to shipment. The specimen was received for analysis. As received, the specimen consists of one each clinically used, damaged safari wire 300cm sml crv; returned coiled, loose and double-bagged in "zip-lock" style poly biohazard pouches. The specimen presents a fracture of the core wire at the distal end presenting indications of ductile, tensile overload. The specimen presents several regions of stretched coil damage beginning 0.85cm from the distal tip. The specimen also presents multiple offset/overlapping coil wraps scattered over the length of the wire creating localized oversized diameters. Several bends of varying severity and frequency are scattered over the length of the device. No other damage or inconsistencies are noted to the specimen at this time. There is no mention of a fracture in the complaint narrative or in the supporting documentation; it is possible that the fracture was incurred during post clinical attempts to remove the safari wire from the lotus catheter. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the evidence presented by the sample and the information provided by the supporting documentation, clinical and/or procedural factors appear to have impacted on the event as reported. If additional information is received a follow-up medwatch report will be submitted.